Event description:
Information received from a patient reported that they saw the stimulation icon but did not feel stimulation during their reprogramming session a day prior to the date of this report. The patient stated that they did not mention it to the manufacturer representative or take any action during their reprogramming session. It was reviewed that the manufacturer representative may have turned the patient's parameters down or done something special during programming. The patient confirmed that they were seeing a lightning bolt and therapy was turned on at the time of this report; the patient felt stimulation and any issue appeared to be resolved. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.